Manufacturer narrative:
The company representative was unable confirm nor replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. Systems are manufactured individually and assigned a unique manufacturing serial number. Following installation at the surgical facility, each system must pass validated cosmetic and performance specifications before receiving approval for use. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery, when he inserted the tip with sleeve in to the eye and pressed down the pedal, a white substance came from the handpiece in to the eye and caused a burn at the incision site. The white material was removed in the same surgery and the procedure was completed by implanting the intraocular lens. The cornea was sutured to seal the incision site. The surgeon suspected the handpiece, phacoemulsification tip in conjunction with system and material as the cause of the burn.